Manufacturer narrative:
Unable to verify stuck in manufacturing mode due to critical pump errors. Unit received with pump error 35 during rewind and after reinsertion of battery, a critical pump error (open book image) alarm occurred due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify off no power anomalies, blank display anomalies, battery icon anomalies, low battery alerts, replace battery alerts, replace battery now alarms, power loss alarms due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and moisture damage on motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had switched off during the night. They had received a replace battery now alert followed by a power loss. They reported that when they receive a batter alarm during the day, they would always replace it immediately and would not wait for the replace battery alarm. The battery cap was okay. The issue had occurred twice already within the month. The customer's blood glucose level was unknown. The device will be returned for analysis.